Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: reportedly occurred in (B)(6) 2017. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that unspecified vessel puncture closure was attempted after a percutaneous transluminal angioplasty procedure using a proglide device. Upon retraction of the proglide device, it was noticed that the suture including the knot were outside of the patient. A new proglide was used, which worked perfectly and hemostasis was achieved. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.